Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that device was explanted due to infection. The cause of the infection is unknown and physician did not suspect the infection was caused by the device. Device and lead was explanted. Patient was stable prior, during and post procedure and discharged post explant.